Event description:
Customer reported device = 400 mg/dl. Customer dosed insulin and had a reaction. Family member gave them insulin and orange juice. No controls. A request was made for return product and replacement product was sent.